Manufacturer narrative:
D4: added information for UDI. H4: corrected manufacturer date.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During shockwave therapy, the pump lost placement signal; however, support continued without interruption. No patient harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows that the placement signal was unreliable, and the trend on the 5s parameter indicates a hard failure of the sensor. According to the clinical details, the placement signal was lost when the shockwave device was used. The root cause of the optical signal issue was most likely damaged sensor due to the shockwave device interaction, based on given clinical details and data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.